Event description:
In this case, hemostasis of the right groin was achieved using a proglide device after a percutaneous coronary angioplasty procedure. The patient was discharged from the hospital after confirming that there was no obvious swelling or shunt sound or redness at the puncture site on day one post procedure. On day three post procedure, the patient felt general malaise and discomfort in the right groin. On day four post procedure, the patient visited the outpatient clinic because the pain in the groin was aggravated. The patient was diagnosed with an infection related to the suture, the patient was hospitalized and antibiotic treatment was started. Without going through surgical intervention, the pain and swelling in the same area improved obviously, and the patient was discharged on the 33rd hospital day. Infections caused by non-absorbable sutures often require surgical intervention with surgical removal of sutures and arterial reformation; however, in this case, antibiotic therapy was effective as there was no complication of peripheral embolization or aneurysm. Details are listed in the attached article, titled "a case of unabsorbable suture (perclose) infection after percutaneous coronary angioplasty (pci) therapy with antibiotics". No additional information was provided.

Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of pain and infection are listed in the proglide instructions for use as potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Date of event: estimated date. Literature attachment article titled: "a case of unabsorbable suture (perclose) infection after percutaneous coronary angioplasty (pci) therapy with antibiotics".